Manufacturer narrative:
UDI (di): (B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during the initial implant procedure, the patient was in a ventricular tachycardia getting shocked and the patient had to be paced out of it. A couple of days after the initial implant, increased capture threshold and decreased r-wave amplitude were observed. It was noted the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. Loss of capture was later noted as well as another decreased in r-wave amplitude. The lead was explanted and replaced.